Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. It was also revealed that the rv lead dislodged. The rv lead was initially programmed off until it was repositioned and it remains in use. No patient complications have been reported as a result of this event.